Manufacturer narrative:
One medfusion 4000 pump was returned for the evaluation of the reported issue. The device was received with the lower left front corner of the top case chipped out, and the righ tplunger case cracked. A DHR, device history review was performed; no causes or potential causes to the customer's reported problem were found during the DHR review. The event log showed "primary audible alarm post" message. To further investigate, an occlusion test was performed. Customer problem was not duplicated. The speaker was replaced for preventative measures.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device had a speaker error. This occurred during testing; there was no patient, or clinician injury associated with this event. No further details provided.

Manufacturer narrative:
One medfusion 4000 pump was returned for the evaluation of the reported issue. The device was received with the lower left front corner of the top case chipped out, and the righ tplunger case cracked. A DHR, device history review was performed; no causes or potential causes to the customer's reported problem were found during the DHR review. The event log showed "primary audible alarm post" message. To further investigate, an occlusion test was performed. Customer problem was not duplicated. The speaker was replaced for preventative measures.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device had a speaker error. This occurred during testing; there was no patient, or clinician injury associated with this event. No further details provided.